Manufacturer narrative:
The reported issue that when the device was powered on, error code 354.6770 was obtained could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 17dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that when the device was powered on, error code 354.6770 was obtained. The device was powered off and on and the error did not reappear. The error log was download and noted several errors. Since the pressure sensor was replaced less than a year ago, the pressure sensor was reseated. Flashed syringe, performed calibration, and check-in and all tests passed. There was no patient involvement. Per customer, no further information will be provided.

Manufacturer narrative:
The reported issue that when the device was powered on, error code 354.6770 was obtained could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 17dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. Device was not returned to manufacturing facility.

Event description:
It was reported that when the device was powered on, error code 354.6770 was obtained. The device was powered off and on and the error did not reappear. The error log was download and noted several errors. Since the pressure sensor was replaced less than a year ago, the pressure sensor was reseated. Flashed syringe, performed calibration, and check-in and all tests passed. There was no patient involvement. Per customer, no further information will be provided.